Manufacturer narrative:
Part number# 138-75-1 is not distributed in the u.s., however, is a device of essentially identical design distributed in the u.s. Applicable 501k# for us distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the cuff pressure couldn't be managed after one day of pt use. Degassing and injecting air with syringe wouldn't solve the problem. Inflator line was cut and the device was removed and replaced. No pt harm.